Manufacturer narrative:
(B)(4). Awareness date correction: update the awareness date of initial MDR: (B)(4) to 07-24-2025 instead of 7-02-2025. B5: describe event or problem - additional information. H2 type of follow up: correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).